Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. While troubleshooting with tandem technical support, the customer ensured that the luer lock was straight and secure. While doing so, contact accidentally pulled off the site and therefore could not use the infusion set. Customer reported a blood glucose level of 235 (mg/dl) and indicated that insulin injections will be used to manage diabetes until more supplies could be obtained.